Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a root cause could be found it is likely the following led to the malfunction: the image is not displayed due to poor communication caused by cable failure, water penetrated from the puncture of the cable, and it got failed. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated, and the customer¿s allegation was not confirmed however there was no image displayed due to faulty cable and kinks. In addition, the non-reportable findings are as follows: the rubber parts on the rear cover packing were peeling, leak test failed due to puncture and label was faded on the rear cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus that during the inspection for use, the 4k autoclavable camera head would not connect to the tower. There were no reports of patient or user harm.